Manufacturer narrative:
The device was not returned for evaluation. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to the reported event. Based on the information reviewed, a cause for the reported pericardial effusion cannot be determined. Pericardial effusion is listed in the instructions for use (IFU) as a known possible complication associated with mitraclip procedures. There is no indication of a product issue with respect to manufacture, design or labeling.

Event description:
This is filed to report effusion. It was reported that this was a mitraclip procedure to treat functional mitral regurgitation (fmr) with a grade of 3-4. After insertion of the steerable guide catheter (sgc), a pericardial effusion was noted. There were no issues noted during use of the sgc. No treatment was performed for the effusion. A clip delivery system (cds) was advanced to the mitral valve and implanted without any issues during use or adverse patient effects and mr reduced to 1. There were no adverse patient sequela and there was no reported clinically significant delay in the procedure. No additional information was provided.